Event description:
This case was initially received via regulatory authority (reference number: mw5076518) on 25-apr-2018. This spontaneous case was reported by a consumer and describes the occurrence of the first episode of menorrhagia ("heavy periods") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concomitant products included biotin, ibuprofen and multivitamin. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss"), depression ("depression"), back pain ("severe lower back pain"), pain in extremity ("pain in left leg"), abdominal distension ("bloating"), abdominal pain lower ("severe cramping"), loss of libido ("loss of sex drive") and migraine ("migraines"). On an unknown date, the patient experienced the first episode of menorrhagia (seriousness criteria disability, medically significant and intervention required), vaginal haemorrhage ("slight spotting"), the second episode of menorrhagia ("heavy menstrual bleeding again") and dysmenorrhoea ("cramps during period"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, the last episode of menorrhagia, dysmenorrhoea, alopecia, depression, back pain, pain in extremity, abdominal distension, abdominal pain lower, loss of libido and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, loss of libido, migraine, pain in extremity, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of the essure device') and menorrhagia ('heavy periods, heavy menstrual bleeding again') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, uterine leiomyoma, uterine bleeding and paratubal cyst. Concomitant products included biotin, ibuprofen and vitamins nos (multivitamin). On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced back pain ("severe lower back pain"), abdominal pain lower ("severe cramping"), pain in extremity ("pain in left leg"), abdominal distension ("bloating"), alopecia ("hair loss"), depression ("depression"), loss of libido ("loss of sex drive") and migraine ("migraines"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria disability, medically significant and intervention required), dysmenorrhoea ("cramps during period") and vaginal haemorrhage ("slight spotting"). The patient was treated with surgery (ablation, hysterectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, menorrhagia, back pain, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, pain in extremity, abdominal distension, alopecia, depression, loss of libido and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, depression, device breakage, dysmenorrhoea, loss of libido, menorrhagia, migraine, pain in extremity and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion: (B)(6) 2009 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): histology - on (B)(6) 2018: cut surfaces through the left and right superior aspects of the uterus reveal multiple fragments of tightly coiled grayish-tan wires consistent with fragments of the essure device. The remaining myometrium is pinkish-tan and moderately to coarsely trabeculated in appearance. No other discrete lesions are identified. The bilateral segments of fallopian measure up to 5 cm in length and 1 cm in maximum diameter. The fallopian tubes are focally fatty and there are delicate paratubal cysts identified near the fimbriated end of both lubes.. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2021: medical record received. Event added: fragments of the essure device. Reporters information and medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments of the essure device') and menorrhagia ('heavy periods, heavy menstrual bleeding again') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3, uterine leiomyoma, uterine bleeding and paratubal cyst. Concomitant products included biotin, ibuprofen and vitamins nos (multivitamin). On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced back pain ("severe lower back pain"), abdominal pain lower ("severe cramping"), pain in extremity ("pain in left leg"), abdominal distension ("bloating"), alopecia ("hair loss"), depression ("depression"), loss of libido ("loss of sex drive") and migraine ("migraines"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria disability, medically significant and intervention required), dysmenorrhoea ("cramps during period") and vaginal haemorrhage ("slight spotting"). The patient was treated with surgery (ablation, hysterectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, menorrhagia, back pain, dysmenorrhoea, abdominal pain lower, vaginal haemorrhage, pain in extremity, abdominal distension, alopecia, depression, loss of libido and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, depression, device breakage, dysmenorrhoea, loss of libido, menorrhagia, migraine, pain in extremity and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion: (B)(6) 2009 (discrepancy noted as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): histology - on (B)(6) 2018: cut surfaces through the left and right superior aspects of the uterus reveal multiple fragments of tightly coiled grayish-tan wires consistent with fragments of the essure device. The remaining myometrium is pinkish-tan and moderately to coarsely trabeculated in appearance. No other discrete lesions are identified. The bilateral segments of fallopian measure up to 5 cm in length and 1 cm in maximum diameter. The fallopian tubes are focally fatty and there are delicate paratubal cysts identified near the fimbriated end of both lubes. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Was initially received via regulatory authority (reference number: mw5076518) on 25-apr-2018. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of the first episode of menorrhagia ("heavy periods") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. Concomitant products included biotin, ibuprofen and multivitamin. On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss"), depression ("depression"), back pain ("severe lower back pain"), pain in extremity ("pain in left leg"), abdominal distension ("bloating"), abdominal pain lower ("severe cramping"), loss of libido ("loss of sex drive") and migraine ("migraines"). On an unknown date, the patient experienced the first episode of menorrhagia (seriousness criteria disability, medically significant and intervention required), vaginal haemorrhage ("slight spotting"), the second episode of menorrhagia ("heavy menstrual bleeding again") and dysmenorrhoea ("cramps during period"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the vaginal haemorrhage, the last episode of menorrhagia, dysmenorrhoea, alopecia, depression, back pain, pain in extremity, abdominal distension, abdominal pain lower, loss of libido and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, loss of libido, migraine, pain in extremity, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 25-apr-2018. The most recent information was received on 14-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods, heavy menstrual bleeding again') in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Concomitant products included biotin, ibuprofen and vitamins nos (multivitamin). On (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss"), depression ("depression"), back pain ("severe lower back pain"), pain in extremity ("pain in left leg"), abdominal distension ("bloating"), abdominal pain lower ("severe cramping"), loss of libido ("loss of sex drive") and migraine ("migraines"). On an unknown date, the patient experienced menorrhagia (seriousness criteria disability, medically significant and intervention required), vaginal haemorrhage ("slight spotting") and dysmenorrhoea ("cramps during period"). The patient was treated with surgery (ablation, essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, dysmenorrhoea, alopecia, depression, back pain, pain in extremity, abdominal distension, abdominal pain lower, loss of libido and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, loss of libido, menorrhagia, migraine, pain in extremity and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2020-07599) which will be deleted from bayer safety database after all information was transferred to this duplicate record # (B)(4) which will be retained. New: reporter lawyer. Essure removal was reported: on (B)(6) 2018. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.